Event description:
Procedure: laparoscopic total gastrectomy. According to the reporter: this is a report of an inter-operative device issue: an orvil device was used for a laparoscopic total gastrectomy. When the suture was cut on one side, the anvil did not flip. The surgeon always makes a purstring around the anvil, but this was now not possible as the device had not tilted to a horizontal position. Access to form the purstring was then very difficult and the procedure had to be converted to an open case. There was no unanticipated tissue loss. There was an unanticipated extension of the incision by one inch, but not more than by one inch. No unanticipated blood loss was reported. The surgery time was extended by more than 30 minutes. The pt status was reported as fine at the time of this report. Subsequently, this reporter filed a complaint for an egia60 amt used in this same surgical procedure citing a post-operative complication where it is reported that this pt expired. See MDR 1219930-2012-00948.

Manufacturer narrative:
(B)(4). Related MDR# 1219930-2012-00948. (B)(4).